Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited an unresponsive sleep/wake button since receipt, requiring placement on the charger to wake the device and causing delays in meal announcements. Symptoms included episodes of hyperglycemia followed by hypoglycemia after a delayed meal announcement. Outcomes included the need for device replacement and patient education on shutdown, data sync to the mobile app, and use of cgm via dexcom during the transition. Investigation included customer care assessment, review of user-reported performance, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device and the complaint was not confirmed.